Manufacturer narrative:
A siemens customer care center (ccc) specialist dialed into the customer's system through remote access. The ccc specialist reviewed the instrument data and determined that there was issue with the reagent 2 (r2) delivery and that it was foaming. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the r2 ultrasonics, sample drain and u-seal. The cse verified the film heights and probe alignments, ran system check, quality controls and patient samples and performed precision testing. A siemens regional support center specialist reviewed the instrument data after the cse completed the troubleshooting and determined that there was improvement in r2 foaming. The cause of the discordant, falsely elevated ecrea result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated enzymatic creatinine (ecrea) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was run on the same instrument, resulting lower. The original sample was then repeated on the same instrument, also resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ecrea result.